Manufacturer narrative:
Upon receipt the device at our quality assurance laboratory, the cylinders 1 and 2 were visually inspected and functionally tested. On cylinder 1 was found that it had broken fabric threads by the proximal of the cylinder body and exhibited bulging when inflated. Cylinder 2 had no leaks, and no abnormality were present upon inspection. The momentary squeeze (ms) was visually inspected, and contamination was identified inside the pump. The pump was not functionally tested due to contamination. Product analysis was able to confirm the reported allegation. According to the instructions for use (IFU), device cylinder aneurysm/bulge and mechanical malfunction-incomplete inflation are documented as an event. Based on the gathered information, the most probable conclusion code of cause traced to component failure was assigned to this complaint.

Event description:
It was reported that the patient underwent a surgical procedure in which the inflatable penile prosthesis (ipp) was explanted due to inflation issues. No patient complications were reported.

Event description:
It was reported that the patient underwent a surgical procedure in which the inflatable penile prosthesis (ipp) was explanted due to inflation issues. No patient complications were reported.